Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that this patient was lost to follow up since implant. Upon interrogation right atrial (ra) loss of capture (loc) was noted approximately 85 percent of the time. The field representative attempted to program pacing to unipolar, however visable muscle stimulation where the patient's chest jumped near the pocket was seen. It was noted that the patient reported being tired but had no other symptoms. An x-ray was taken which did not show any remarkable results. The ra lead was reprogrammed at maximum output in a bipolar configuration until a new lead is placed. A revision procedure was scheduled. At this time, the ra lead remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the lead revision did not occur as planned. The physician decided that the patient needed an upgrade to an implantable cardioverter defibrillator (ICD). The patient is waiting for an approval for this procedure. At this time the right atrial (ra) lead and pacemaker remain in service and no adverse patient effects were reported.